Manufacturer narrative:
Follow-up #1: date of submission 03/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings:on the date of the reported issue, the black box revealed multiple instances of the patient setting the time and date on the pump without priming pump. There were no alarms related to the complaint observed. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a frozen logo issue. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.